Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited a battery depletion error; however, the error was not representative of actual fast battery depletion and was unintended. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this device exhibited a battery depletion (bd) error and was beeping. Remote analysis confirmed that the error was a result of prolonged magnet application. Technical services confirmed that the battery voltage is recovering. The device remains in service.